Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned confidence kit found nothing wrong with the device. Functional testing found the confidence pump met specification requirements. Review of the device history record found no discrepancies. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and the returned device was found to meet specification requirements, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pump malfunctioned during procedure. Grey backing of pump backed out of device leaving surgeon without enough pressure/water to pump in cement. Another kit was opened to complete the procedure. There were no adverse consequences to the patient and no delay.